Event description:
During auto inject of CT contrast, the white portion of the catheter separated from the pink hub. Catheter remained in pt's arm, requiring surgical intervention - i.e. Cutdown - to remove. Dose or amount: not applicable. Dates of use: 2009. Diagnosis or reason for use: CT exam.